Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for surgery, the illumination lamp was out and the auxiliary lamp was dim at 60%. The system was switched out to proceed with surgery.

Manufacturer narrative:
The system was examined and the reported event was not confirmed. The collimating lenses were found cracked within the module. The field service engineer replaced both illuminators and their respective lamps to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 15, 2011. Based on qa assessment, the product met specifications at the time of release. The table top illuminators and lamps were received for evaluation. A visual assessment of the returned samples did not reveal any non-conformity. The samples were installed into a calibrated system hotbed. Both illuminators turned on without any issue. Then system message (sm) occurred after idling for several minutes. The system was rebooted and the tabletop illuminator made a buzzing noise when trying to ignite, then the system displayed sm. The auxiliary illuminator was below the minimum lumen specification of 10 lumens, at 3.59 lumens. The tabletop lamp was removed and it was found that the collimating lenses inside the illuminator module were cracked. On (B)(4) 2017, the auxiliary lamp was swapped with a known good lamp. The auxiliary module was then within the 10-22 lumen specification, at 15.71 lumens for port 1, and 15.83 lumens for port 2 the root cause of the reported event(s), can be attributed to a nonconforming lamp. However, how and when the lamps became nonconforming cannot be determined. The manufacturer internal reference number is: (B)(4).